Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator encountered an issue where the smart remote manager failed to open and required maintenance. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not open. A field service engineer (fse) inspected the pyxis enterprise server (es) refrigerator and found the ethernet cable between the refrigerator and the medstation was unplugged, and it had no communication with the medstation. The fse powered down all devices for 5 minutes, reconnected the ethernet cable, powered up the es refrigerator, and then the medstation. Communication was confirmed through the hardware test application. The system functioned as intended after the field service engineer repaired the device.